Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised on (B)(6) 2013 to address subsidence of the srom stem and sleeve. It was also reported that the patient was previously revised on (B)(6) 2004, at which time a fractured poly liner and loosening of the cup were found. It was noted that one of the two screws was broken. The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records, including x-rays were received and reviewed. It cannot be determined with the information provided, that the complaint is product related. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised on (B)(6) 2013 to address subsidence of the srom stem and sleeve. It was also reported that the patient was previously revised on (B)(6)2 004, at which time a fractured poly liner and loosening of the cup were found. It was noted that one of the two screws was broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.